Manufacturer narrative:
Other text: device evaluation: all labels were still intact. No physical damaged was found on the device. It was confirmed in the device history log ihat there was a record of the high-pressure alarm occurred continuously after power on, on february 2, 2023. Function test was performed. It could not confirm the customer reported issue. The downstream sensor was within specification. Replaced the downstream as a preventive measure. Recalibrated upstream sensor. Product is beyond 2 years from manufacture date of 2020-02 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the pump, a "high pressure" alarm went off. No occlusion in the catheter was observed. No patient injury. No additional information is available.